Manufacturer narrative:
Additional information: b1, b2, b5 and h1.

Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular lead. Diagnostic imaging was performed and revealed no anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased high voltage lead impedance was observed on the right ventricular (rv) lead. The physician alleged a rv lead fracture, although it was not confirmed with diagnostic imaging. No intervention has been performed. The patient was in stable condition.